Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter alleged the patient experienced elevated blood glucose (bg) of 400 mg/dl with positive ketones one morning the prior week. The reporter stated the patient was treated by changing the site/set/cartridge and delivering a correction bolus of insulin via the pump and the bg responded appropriately to within normal range. The reporter stated she had already reviewed the pump and declined to participate in troubleshooting the pump with animas customer support. The reporter denied any pump malfunction. The reporter stated she did not assess for air bubbles in the cartridge or tubing. The reporter stated that there was a noted pattern of elevated bg after 2 to 3 days of cartridge and infusion set use. The reporter stated she has been filling the cartridge at a faster rate than previously and aerates the insulin when pressurizing the cartridge. The reporter stated that at times, the plunger comes out quickly under pressure. This complaint is being reported because the patient experienced elevated bg as a result of improper site/set/cartridge technique; not assessing for air bubbles after filling cartridge.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/11/2014 with the following findings: the last date recorded in the black box is (B)(6) 2014. Due to continued pump use, the data for the time of the event on (B)(6) 2013 was overwritten and is unavailable for review. Review of the available black box and alarm history showed no errors or alarms related to the complaint. A review of the total daily dose history d that insulin delivery totals correctly reflected programmed values. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.